Event description:
The patient underwent implantation of a synchromed pump and catheter in on 1998 for intrathecal infusion of medication for pain/failed back surgery syndrome. The patient received dilaudid and clonidine intrathecally, followed by morphine and bupivicaine intrathecally. The patient experienced increased numbness at l3 and the left lower extremity. On event date, a CT myelogram showed a large extradural defect, bulky mass at l2-l3. Cultures, both aerobic and anaerobic were negative 3 days after event date. A follow up scan in 6/2000 showed fibrous adhesions caudal from t2. The mass was surgically explored/removed and a pathology report from another hospital showed the catheter tip was positive for e. Coli.